Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of the event was not reported. The patient was hospitalized for the event. Pd therapy was ongoing during hospitalization via continuous ambulatory peritoneal dialysis (capd), due to the patient¿s symptoms. On an unreported date, the patient began treatment for the event with an unspecified antibiotic regime (dose, frequency, route, and duration were not reported). No further detail was provided regarding the patient¿s outcome from the event, or whether pd therapy was ongoing. No additional information is available.